Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the cable was starting to fray at the end that plugs into the pump. A replacement cable was sent to the customer. Although confirmation was requested as to whether or not the cable resolved the reported charging issue, it was unable to be confirmed.

Event description:
There was no reported impact to the customer's blood glucose level.